Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97755-s (serial: (B)(6)); product type: 0213-recharger g2: the country of the event is de. H6 codes refer to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the antenna cable was getting really hot. It starts with the recharger block that is getting hot but after a few minutes it extends to the actual antenna and that makes continuing to charge impossible. A replacement recharger was sent to the patient. No patient complications have been reported as a result of this event.